Manufacturer narrative:
This report is submitted on june 23, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, subsequent to sustaining direct trauma to the implant site, resulting in fixture loss. Reimplantation is planned but has not yet taken place at the time of this report.